Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8f sheath after a right atrial heart ablation interventional procedure. Reportedly, the proglide device deployed successfully; however, there was still some bleeding (non-pulsatile) and oozing from the access site so a non-abbott plug was also used on top of the ateriotomy. The patient was sent to recovery and developed a large hematoma (greater than 6 cm). No treatment was performed for the hematoma. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Hospitalization was prolonged by an extra day. Reportedly, both the physician who performed the interventional procedure and the technician who operated the proglide device are not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. It should be noted that the perclose proglide instructions for use, (IFU) states: caution - federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.